Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported inoperable row 3 keys which was reproduced. Evaluation found the #0, #1 and #2 keys to be inoperable due to a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump's third row of keys were inoperable. There was no patient involvement. No additional information is available.